Event description:
It was reported that the patient had high impedance during system diagnostics. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient underwent full revision surgery. During the surgery, the generator was replaced and high impedance was still seen. When the carotid sheath was opened to replace the lead, a suspected infection was identified. The lead was removed. The explanted devices have not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates, corrected data: initial report inadvertently did not include device settings from (B)(4) 2019.

Event description:
It was reported by the patient's mother that the patient has experienced an increase in seizures. The physician assessed that the increase in seizures is due to the vns no longer delivering therapy due to the high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.